Event description:
It was reported that on (B)(6) 2009, the patient underwent spine fusion surgery on the lumbar region at levels l4- s1. The patient was implanted with select parts of rhbmp-2/acs (i.e. The rhbmp-2 and collagen sponge) which was applied from a transforaminal approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the anterior disc space). Post-op, the patient complained of progressively worsening pain in her low back with radiculopathy into her buttocks and lower extremities. Patient also underwent revision surgery due to severe pain and symptoms. These serious injuries prevent patient from practicing activities of daily life and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2009: patient underwent CT of lumbar spine without contrast. Diagnosis: increased lordotic curvature throughout the lumbar spine. Previous fusion through the pedicles of l4, l5, and s1. There appears to be mild anterior spondylolisthesis of l5 on s1. There appears to have been a disc spacing device placed at ls-s1. Due to extensive imaging artifact from the internal fixation devices, it is strongly recommended in this patient that for optimal visualization of the disc spaces and neural foramina, a CT of the lumbar spine post myelography be considered. At l1-2, there is a right paracentral disc bulge. At l2-3, there is a left paracentral disc extrusion. At l3-4, there appears to be a posterior disc protrusion and a right paracentral extrusion with mild left neuroforaminal narrowing. The l4-5 level is not well visualized; however, there is suggestion of a right paracentral protrusion and a central disc extrusion which has inferior migration. The l5-s1 disc space is not well visualized due to extensive artifact. On (B)(6) 2010: patient presented for re evaluation. There is mild tension involving the lower lumbar/lumbosacral junction. The CT scan of the lumbar spine with reconstructions conducted on (B)(6) 2010 reveals advancing bony healing through the lumbar spine. The fusion is not complete at this time. The right l4 screw is somewhat lateral to the body , but there appears to be fusion mass surrounding it. It does not appear to be unstable or contacting neural structures. Impression: status post lumbar decompressive laminectomies and fusions l4 to s1. On (B)(6) 2010: patient underwent CT of lumbar spine. Impression: posterior fusion at l4-5 and l5-s1 with anterior fusion at l5-s1. The hardware is in satisfactory position. There is persistent lucency across the interspace both within and peripheral to the interbody device at the l5-s1 level. This may represent delayed fusion. There is persistent 15 mm gr. Ii anterolisthesis of l5-s1 with resulting bilateral foraminal deformity and moderate stenosis. No residual central canal stenosis is seen. There is mild residual foraminal stenosis at l4-5 due to annular disc bulge. On (B)(6) 2010 the patient underwent CT scan of the lumbar spine with reconstructions due to low back pain. Impression: posterior fusion of l4-s1 and anterior fusion of l5-s1 with incomplete solid fusion within the l5-s1 disc space. Grade 2 anterolisthesis at l5-s1. Facet degenerative arthropathy with left foraminal encroachment at l4-5. On (B)(6) 2010: patient underwent CT scan of lumbar spine without contrast due to low back pain. Impression: l4-5 and l5-s1 posterior fusion with l5-s1 anterior decompression and instrumentation. There is loosening of the screws bilaterally at l4. A solid interbody fusion is not. Clearly identified at l5-s1. There is persistence of lucency, consistent with pseudoarthrosis formation across the interspace through the graft internal to the interbody device at the l5-s1 level. There is residual moderate to severe bilateral l5-s1. Foraminal stenosis, but no residual central canal or foraminal stenosis is seen at any other level. On (B)(6) 2012: patient presented for office visit with back pain that sounds like sciatica. Lower spine has tenderness. On (B)(6) 2013: the patient presented for an office visit with chief complaint of rashes and underwent review of systems, physical examination. Clinical impression: dermatitis. On (B)(6) 2013: the patient presented for an office visit with chief complaints of back and left knee problems. Impression: low back pain with right sciatica. The patient had two back surgeries. Osteoarthritis, left knee. The left knee is painful on all movements. Gait is mild-to-moderately antalgic, but not using any assistive devices. The patient underwent x-ray of left knee. Impression: osteoarthritis, left knee, primarily at patellofemoral joint and also involvement of femorotibial joint.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009: patient having history of intractable back pain radiating to the right lower extremity with weakness and numbness, got admitted in the hospital to undergo surgery for the following pre-op diagnosis: grade 2 to 3 spondylolisthesis l5-s1; spinal stenosis; sciatica; intractable back pain; degenerative disc disease. Patient underwent the following procedures: lumbar decompressive laminectomy l4-l5, l5-s1; transforaminal lumbar interbody fusion l5-s1; insertion of 8 mm interbody implant at l5-s1; posterolateral fusion l4-5 and l5-s1; posterior spinal instrumentation using pedicle screws and rods l4 to s1; use of demineralized bone matrix/ bone morphogenic protein in the fusion procedure (allograft) per op-notes: ¿the anterior chamber of the disk space was then filled with a combination of collagen saturated with bone morphogenic protein wrapped around some corticocancellous bone graft and then an implant filled with a collagen sponge saturated with bone morphogenic protein¿then the nerve root and posterior portion of the interspace were filled with fibrin glue to minimize seepage of the bone morphogenic protein into the region of the nerve. Then remaining bone graft and bone morphogenic protein were applied in the intertransverse space bilaterally.¿ no intra-op complications were reported. On (B)(6) 2009: patient was discharged from the hospital. On (B)(6) 2009: patient presented for re-evaluation. She complained of having persisting pain involving the bilateral si region, which is slowing her progress. Patient underwent x-rays of the lumbar spine, which revealed satisfactory position of the pedicle screws, rods, and implants from l4 to s1. The fusion appears to be slowly incorporating. Impression: status post lumbar decompressive laminectomy and fusion l4 to s1; sacroiliitis. On (B)(6) dec 2009, 2010: patient presented for re-evaluation. Patient underwent CT scan of the lumbar spine, which revealed advancing bony healing through the lumbar spine. Impression: status post lumbar decompressive laminectomy and fusion l4 to s1, grade 2 anterolisthesis of l5-s1 with resulting bilateral foraminal deformity and moderate stenosis. Patient underwent hand and physical therapy. On (B)(6) 2009, (B)(6) 2010: patient presented for re-evaluation. On (B)(6) 2010: patient presented with complaints of fluctuating pain across the lumbar area. Patient underwent hand and physical therapy. On (B)(6) 2010: patient underwent bio-ergonomics functional capacity evaluation. On (B)(6) 2010: patient presented for re-evaluation. She complained of having back aches and discomfort. Patient underwent x-rays of the lumbar spine, which revealed satisfactory position of the pedicle screws, rods, and implants from l4 to s1. There is persisting anterolisthesis of l5 on s1. On (B)(6) 2010: patient presented for re-evaluation. She complained of having back aches and pain. Patient underwent CT scan of the lumbar spine, which revealed evidence of incomplete fusion at the l5-s1 level, grade 2 anterolisthesis at l5-s1, facet degenerative arthropathy with left foraminal encroachment at l4-5. On (B)(6) 2010: patient presented for re-evaluation. She complained of having pain involving the right buttock region radiating into the proximal lower extremity. Patient¿s recent CT scan of the lumbar spine, had the following impression: status post lumbar decompressive laminectomy and fusion l4 to s1. There is loosening of the screws bilaterally at l4. A solid interbody fusion is not clearly identified at l5-s1. On (B)(6) 2010: patient underwent x-rays of chest, 2 views, due to problems of cough. Impression: no acute pulmonary process. On (B)(6) 2010: patient having right buttock pain got admitted in the hospital with the following pre-op diagnosis: painful spinal hardware; status post lumbar decompressive laminectomy and fusion l4-s1. Patient underwent the following procedures: removal of posterior spinal hardware consisting of 6 pedicle screws, 2 rods, and one cross connector. Patient was discharged on the same day. On (B)(6) 2010: patient presented for re-evaluation. Patient underwent diagnostic studies, the impressions of which are the following: status post lumbar decompressive laminectomy and fusion l4 to s1; status post removal of spinal hardware; si dysfunction. On (B)(6) 2010: patient presented with complaints of right si pain extending to the right gluteal and right lower extremity, non-dermatomal. Patient underwent hand and physical therapy. On (B)(6) 2010: patient presented with complaints of right si pain and sporadic ¿spasms¿ noted in the right lateral low back area. On (B)(6) 2010: patient, who is 7 weeks status post removal of her spinal hardware, presented for re-evaluation. She reported of having pain involving the right lumbosacral region with spasms. Impressions: status post removal of spinal hardware; status post lumbar decompressive laminectomy and fusion l4 to s1; right sacroiliitis. On (B)(6) 2010: patient underwent CT scan of the lumbar spine without contrast. Impression: interval removal of the posterior spinal fusion hardware spanning l4 through s1. The radiolucent interbody cage at l5-s1 left of midline is unchanged in position. There is a persistent lucency at the l5-s1 interbody space with suggestion of some bony bridging just right of the bone graft cage; 1.5 cm anterolisthesis of l5 on s1 is stable. At least moderate bilateral foraminal stenosis at l5-s1 is due primarily to the listhesis, disc height loss and mild hypertrophic spurring in the neural foramina. On (B)(6) 2014: patient presented with chief complaint of bilateral hip and low back pain. Patient¿s radiological examinations showed degenerative changes at l4-l5 with obvious fusion. There is spondylolisthesis at approximately 50% l5 on s1 with degeneration. Patient¿s review of systems revealed: muscle cramps and sleep disturbances.

Event description:
It was reported that on: (B)(6) 2010: patient underwent x-rays of chest, 2 views, due to problems of cough. Impression: no acute pulmonary process. Patient underwent fluoroscopic guided lumbar epidural steroid injection due to right lumbar radiculopathy and right sided lower back pain. Procedure is completed without any complication. (B)(6) 2016: the patient presented for an office visit with chief complaint of low back pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.